Event description:
The customer reported that the system intermittently would not boot up. These is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, display adaptor, and the cine bridge were installed during the service call. The system was tested and found to be working as intended and put back into service.